Manufacturer narrative:
(B)(4).

Event description:
The reported event of loss of connection was not confirmed. The product was evaluated. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed due to a defective transmitter. There was no data available for review. The allegation was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. Data was provided for investigation. Loss of connection was confirmed; however, the device operated within specification. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and loss of connection was not found within the investigation window.